Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 21.5 mmol/l to 29 mmol/l. The customer stated that he had to remove the infusion set twice last night because his blood glucose was rising. The customer reported that after he removed the infusion set he noticed that the cannula was slightly bent. The customer treated the with manual injection. The customer was advised to reach out the health care professional . The customer was advised to replace out the reservoir and infusion set. Product is not expected to return for analysis. Additional device related incidents : reservoir ((B)(4)); infusion set ((B)(4)); insulin pump ((B)(4)).